Event description:
It was reported that during a procedure on (B)(6) 2013 during implantation of a cannulated screw construct for an orif left navicular the surgeon heard a pop and noticed the screw broke at the thread body. Reportedly, all of the pieces were retrieved. There was a delay in the procedure and a replacement 4.0 x 34mm screw was inserted and the procedure was completed. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and reviewed. Due to the condition of the device the manufacturing evaluation was indeterminate. The manufacturing evaluation states the following: the overall length could not be measured since screw is in two pieces. The flutes, thread profile, thread major diameter, and thread minor diameter could not be inspected due to thread damage. Since all relevant features could not be check due to damage and no issues were found on features that could be inspected and no lot number or part number was provided this complaint is indeterminate from a manufacturing standpoint.